Manufacturer narrative:
A remote service engineer evaluated the system logs and observed multiple occurrences of qlab clips unable to export. The remote service engineer advised the customer to delete the qlab and patient data to resolve the customer¿s immediate concerns. A thorough investigation was performed to determine the cause of the reported problem. Engineering reviewed the error logs and found indications of a faulty battery. However, the issue was unable to be reproduced with the customer¿s provided workflow. The customer was informed of the investigation findings. The system has returned to service with no similar issues reported.

Event description:
It was reported the epiq 7c ultrasound system was not available during a critical procedure. During an unspecified open-heart procedure, the system powered down three times. The ultrasound system was exchanged to complete the procedure. There was no patient or user harm associated with this event. Philips has started an investigation and upon completion a follow up report will be submitted.